Event description:
Reportable based on analysis approved on (B)(4) 2013. Vascular access was obtained via the right artery. The target lesion was located in a severely calcified proximal left anterior descending artery (lad). A 2.50x12mm promus element drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was then completed with another 2.5*12 promus element stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts on the three most distal rows were slightly pushed proximally. The hypotube was kinked along its entire length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).